Event description:
It was reported that during the implant procedure, high impedance was observed. The physician tried to revise the lead but was unable to fixate. Then physician took it out and tried to retract the helix but he could not. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.